Manufacturer narrative:
Product complaint #: (B)(4). Batch # r59w8x. Investigation summary: the analysis found that one pcee60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The device was received with a gst60b cartridge loaded on the device. The cartridge reload was received with the one piece sled detached and unfired making it non functional. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Although no conclusion could be reached on why the one piece sled is detached, it should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled is present prior to shipment. Event could not be confirmed as the device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a wedge resection, stapler locked out on second firing. Manual release was used. One blue reload present. Visual inspection shows that the sled is completely absent and no staples were deployed. In a typical lockout, the sled will advance approximately 3mm and the first few staples will start to emerge from their pockets based on the movement of the sled. Manual release used to free stapler from tissue. The lack of protruding staple legs mean that the sled was never present to begin with. A second stapler and reload was procured to finish the case.